Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The father of a customer reported via phone call that the insulin pump alarmed critical pump error while sleeping. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and motor safety circuit failed test noted in the history download due to moisture damage on the electronic assembly also; the motor and force sensor had moisture damage. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book image. The insulin pump had minor scratched display window, scratched case, cracked case at the battery tube side and a pillowing keypad overlay.